Event description:
A customer reported that when he inserts the strip into the meter, he sees the "apply blood" icon but when he applies the blood, the "apply blood" icons are still on the screen and he doesn't get a reading. The customer further reported that he suffers from hypoglycemia unawareness and he passed out because he was unable to test. The customer self-treated with glucagon to counteract the event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.